Manufacturer narrative:
Evaluation summary: the analysis results found that the 6tb45 instrument a was returned in good visual condition and with no reload present, however, the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged, no functional tests was performed due to the condition of the device. While no conclusion could be reached as to how the firing mechanism became damaged, please note that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipment. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device stapled, but did not cut the structure. It was necessary to use another device to complete the procedure. There were no adverse consequences to the pt.